Event description:
The consumer reported that there was a loss of therapy and loss of stimulation. The implantable neurostimulator (ins) was depleted the day prior, on (B)(6) 2015. It was noted that the patient fell backwards off of sitting on a brick wall and onto her back and hit her head. This occurred 2 days prior. The patient was taken to the hospital but they would not do an MRI. Her whole body was hurting and it was painful in the area over her implant. It was a sudden change in symptom. The patient was advised that the ins needed to be charged so that they could check it with the patient programmer (pp) for MRI status. The patient was going to charge today. It was also noted that the ins battery was sticking out since implant and she had had fibromyalgia for 20 years. The healthcare provider (hcp) reported the patient had a fall on (B)(6) that caused low back so they were going to have an MRI. The hcp stated it wasn't related to their device or therapy and there wasn't a suspected problem with the patient's device or therapy. Additional information received from the patient reported they fell on their back in (B)(6) of 2015. In (B)(6) of 2015 the patient experienced a gradual loss of therapy and had pain in their back. The patient tried all of the programs but they hadn't helped with the pain in the back. It was noted the implantable neurostimulator (ins) was implanted for the patient's back and legs, but when she turned stimulation up she was getting stimulation in her legs only, and wasn't feeling it in her lower back like she used to. When stimulation on and up high her legs were shaking like "they were going 90 mph." The patient had been wearing her back brace because of the pain, and tried contacting the healthcare provider (hcp) but they weren't calling her back. Additional information was received from the patient on (B)(6) 2016, stating that their first implant was put it to help them with back and leg pain. The implant stopped working for their back so their health care professional (hcp) decided to implant another device on the left side. Their first implant was still giving the patient a lot of trouble so they had it removed on (B)(6) 2016. The first implant quit working for their back in (B)(6) 2015. Other relevant medical history includes movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.